Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown.

Event description:
It was reported that pump displayed malfunction code 12, and customer stated no unusual events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully reset malfunction without recurrence, and was advised to continue using pump and to call back if malfunction code appeared again.